Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia as well as hyperglycemia. The customer¿s blood glucose level was 30 mg/dl and when customer woke up blood glucose level was over 400 mg/dl then 36 mg/dl and sensor glucose level was 156 mg/dl and current blood glucose was 427 mg/dl. Customer states insulin delivery was not suspended due to sensor glucose versus blood glucose difference. The insulin pump will not be returned for analysis.